Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, heart attack and diabetic ketoacidosis on unknown date, with blood glucose of 690 mg/dl and other values were 500 mg/dl and 180 mg/dl. Customer had symptoms like nausea, vomiting, urinary tract infection and stroke. Customer had declined troubleshooting. The insulin pump will be returned for analysis.